Manufacturer narrative:
One imp,tsv,mcol mg,4.7mm,10m (tsvmwb10) along with mount was returned for investigation. Visual evaluation of the as returned product identified signs of use. Packaging was not returned. Functional testing was performed. The mount was stuck in the implant and could not be disengaged. Pre-existing condition was type ii (moderate) bone density. The device was located on tooth site #18 (universal) and placed/removed same day. X-ray & picture evaluation: x-ray or picture image was not provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: warnings, precautions and breakage (pages 1 & 2). Per the applicable IFU, it is stated that improper technique can cause device failure. DHR review: DHR review for the lot (1235889) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review by lot number (1235889) was performed for similar events using keyword does not disengage/release and no complaint about nonconforming products was identified. Post market trending review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage) or product (tsvmwb10). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. However, coob could not be confirmed without the return of packaging and the condition of which the reported device was received by the customer is unknown.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight is unknown. Additional 510(k) number is k101880.

Event description:
It was reported that the implant body cannot be removed from the fixture mount. The implant was removed and another implant was placed. Tooth site #18.